Event description:
The consumer was allegedly thrown out of the chair when the stability lock failed, causing him to injure his toe. No serious injury is alleged.

Manufacturer narrative:
Manufacturer received information the user was transgressing an incline, the chair tipped and user fell out and allegedly injured their toe. Device is specified to a 9 degree incline angle. The angle user was transgressing is unknown and not reported. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as conservative measure.